Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the insulin pump had buttons harder to press and stick. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had possible random and unexplained no delivery alarms. Customer stated that battery life was diminished but batteries last more than 6 days. The insulin pump will not be returned for analysis.